Manufacturer narrative:
Additional, changed, and or corrected data.

Event description:
Patient representative reports rupture, "pain", anxiety, and "inflammatory infiltrate". Patient went into a "deep depression", which is not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6.

Event description:
Additionally, healthcare professional advises the capsular contracture is baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unknown, and "accommodation folds". The device remains implanted.